Event description:
It was reported that occlusion alarms occurred resulting in a visit to the emergency room. The customer¿s blood glucose level was 380 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER on the same day. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed pump supplies and resumed insulin.